Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. The decline in auditory performance was not abrupt, but progressive and began approximately one year ago. It was recommended to repeat the measurements and check the fitting.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further technical checks are planned but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The decline in auditory performance was progressive and began approximately one year ago. It was recommended to repeat the measurements and check the fitting, but no date has been scheduled so far and no further information is available at this time.